Event description:
It was reported that the blades of the deivce were misaligned. They did not function properly. Surgeon completred case with another device. There was no reported pt consequence and 1 device is returned.